Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Litigation alleges the patient suffers from pain, discomfort and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update rec'd 8/18/14 - sales rep reported revision surgery. Patient was revised to address pain. Invoice was located providing correct doi and part/lot information. The information received does not change the MDR decision. Updated apr 28, 2017: legal medical records received. Pfs alleges pain and limited mobility. After review of medical records for MDR reportability, revision op notes stated the presence of a pseudocapsule. During revision, surgeon noted regarding the previous implants,that the patient had 25 degrees internal rotation in flexion before impingement . It was noted that patient did not have any instability. There were no laboratory results provided for cobalt and chromium levels. This complaint was updated on (B)(6) 2017.

Manufacturer narrative:
Product complaint: investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.